Event description:
A plate, implanted for a subcondylar mandible fracture, broke post-operative and was removed. Reportedly, the pt wears dentures and was eating peanuts when they heard the plate break.